Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer was currently in the intensive care unit. The caller stated the customer was in an accident. The customer's blood glucose was unknown at the time of their hospitalization. The insulin pump will not be returned for analysis.